Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. No heating up noted. Unable to verify low battery alert due to blank display. Unit received with corroded battery tube and corroded motor home switch. Unit received with minor scratches on case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage was on the battery compartment it looks like it blown out inside it. The customer already turned off the insulin pump so they were unable to proceed the steps. It was reported that the insulin pump had short battery life span. The customer advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.